Event description:
It was further reported no additional fragments were created.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part number: 02.107.002-us lot number: 7097p70 part manufacture date: 25-jul-2023 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp proximal olecranon pl 2h/rt/73mm was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release from elmira with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon placed a plate and when inserting the 2.7 va locking screw, the screw did not lock into the plate (continued to spin). Surgeon then removed screws and plate, inserted a new plate (of a different lot number) and a new 2.7 va locking screw and the same issue occurred. The screw did not lock into the plate (continued to spin). Surgeon then tried a third plate, with a new screw and this screw successfully locked into the plate. The surgeon made it a point to express that this is not the first time this has happened and that he has spoken to other surgeons across the country who have continually run into the same issue with the 2.7 va locking system. Additional sets were provided. There was a surgical delay of 30 mins and patient consequences/outcome were reported as the patient had to have plates and screws inserted, removed and reinserted multiple times, risking effect on the quality of the bone as well as additional unnecessary time under anesthesia. The procedure was completed successfully. This report involves one (1) 2.7mm/3.5mm va-lcp proximal olecranon pl 2h/rt/73mm. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: only event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.